Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect. The pt visited her physician and spoke with a company rep. The device was reprogrammed successfully. However, surgery occurred (noted as "4/6" and "5/11"). The pt was still having problems. Additional info was requested from the pt's physician.